Manufacturer narrative:
The insulin pump was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test or verify pump error 63 and no delivery alarm/occlusion due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received hardware low level failures alarm and an insulin flow blocked alarm after changing her infusion set. Customer¿s blood glucose level was 10 mmol/l. The customer was able to successfully clear the alarm and was able to complete insulin pump rewind. The customer performed self-test and it did not pass. The customer reported that fill cannula was recorded in daily history. Troubleshooting was performed. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.